Event description:
The dealer states the actuator that controls the legs on the lift is not working. They tried a new pendant and that didn't resolve the problem. No further information was provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.